Event description:
The patient had a change-out of his pacemaker. Cardiology notes from 3 weeks ago during a pacemaker interrogation at the office indicate normal pacemaker function. Md notes: pacemaker is on recall for a soldering problem; will recommend change-out. The patient was discharged home after pacer change-out with no complications.